Event description:
On 7/15: customer reports staff performing an undetermined urology procedure when the system fluoro failed. Staff moved the patient to another room where procedure was completed without further incident. Customer provided no patient or procedural information other than to say the procedure was completed and patient is fine. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.